Manufacturer narrative:
Concomitant medical products: product ID 399930, lot# j0555614v, implanted: (B)(6) 2005, product type: lead. Product ID 399930, lot# j0555614v, implanted: (B)(6) 2005, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that they saw the manufacturer representative (rep) who checked their implant and found the three dead electrodes. It was reported that the patient was upset because they several times in the past for programming where the dead electrodes weren't mentioned. The patient discussed with their physician about putting in longer lead to cover pain high. They were a report of experiencing a lot more pain in the past eight months. It was reported that they had an implantable neurostimulator (ins) replacement due to normal battery depletion in 2014 and nothing was done with the leads or extension. In the last 8 months, they experienced a lot more pain and gradually increased which may relate to the dead electrodes or not. Nothing had been done yet because of a major back surgery where the healthcare professional wanted to wait for two months for healing before doing any other surgery. Relevant medical history includes spinal pain.

Manufacturer narrative:
Note that information references the main component of the system and other applicable components are: product ID: 399930, lot# j0555614v, implanted: (B)(6) 2005, product type: lead. Product ID: 399930, lot# j0555614v, implanted: (B)(6) 2005, product type: lead.

Event description:
Information was received from a patient implanted with a neurostimulator for spinal pain. It was reported that the patient met with a manufacturer representative (rep) on (B)(6) 2016 at the patient's surgeon's office to adjust the implant. The rep discovered that out of the eight electrodes the patient had, three were dead on the same side. The patient had a sixth back surgery on (B)(6) 2016 and still had debilitating pain in the back and legs. The patient questioned whether he should go through another surgery to replace the electrodes in order to maybe get some relief.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.